Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope would not power on prior to case. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the manufacturer for inspection the customer complaint "the scope would not power could be confirmed. The defect is to be found somewhere in the signal chain - sensor, flex print, pcb and supply cable. Due to the fact, that the camera head and led is casted into the tip assembly, no further investigation was possible. It either can be a production issue or it got damaged during removal from the sterile packaging. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID: (B)(4).